Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction and abdominal pain had resolved and the depression, anxiety and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, female sexual dysfunction, menorrhagia and pelvic pain to be related to essure. The reporter commented: in previous follow up summons-(B)(6) 2008 and current follow up pfs- (B)(6) 2008. Plaintiffs received treatment for apareunia, pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-nov-2019: plaintiff fact sheet was received. Event added from pfs- apareunia, abdominal pain, nickel allergy. Reporter information, essure indication, events outcomes, lab data were added. Essure insertion date were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627296, 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and ovarian cyst. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax), ethinylestradiol;norgestimate (sprintec), ibuprofen (motrin ib), misoprostol (cytotec) and oral contraceptive nos. On (B)(6)2008, the patient had essure inserted. In (B)(6)2016, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and female sexual dysfunction had resolved and the allergy to metals, depression and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: in previous follow up summons-(B)(6)2008 and current follow up pfs- (B)(6)2008. Plaintiffs received treatment for apareunia, pelvic pain, abdominal pain, menorrhagia. Approximately 1-2 trailing coils on the left and one trailing coil on the right diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian cyst lot number: 627296 manufacture date: 2008-05 expiration date: 2010-05. Lot number: 627734 manufacture date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627296, 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and ovarian cyst. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax), ethinylestradiol;norgestimate (sprintec), ibuprofen (motrin ib), misoprostol (cytotec) and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage and female sexual dysfunction had resolved and the allergy to metals, depression and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: in previous follow up summons-(B)(6) 2008 and current follow up pfs- (B)(6) 2008. Plaintiffs received treatment for apareunia, pelvic pain, abdominal pain, menorrhagia. Approximately 1-2 trailing coils on the left and one trailing coil on the right diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: ovarian . Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs and mr received. Reporter information, concomitant drugs added. Events: abnormal bleeding (vaginal) added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety and menorrhagia outcome was unknown. The reporter considered anxiety, depression, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.